Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. The lens was slightly decentered, which may have contributed to the event. The lens was exchanged. In a follow-up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/05/2008, 11/06/2008 and 11/20/2008 by phone, fax and mail. A completed questionnaire was received on 11/21/2008. This report was mailed to FDA on: 12/04/2008.